Event description:
The laser was being used for treatment of bladder obstruction. The customer reported that the outer casing of the fiber melted about one foot away from the connector at the beginning of the case. Per the customer, this event occurred at zero (0) joules. A second fiber was used to complete the procedure. The patient outcome was reported as "fine".

Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. Joules on the fiber card were verified as 130 joules. The failure analysis disclosed that the fiber was broken within the outer sheath 74 inches from the connector and that another area of the casing, approximately 65.5 inches from the connector, has also been damaged. The fiber outer casing was compromised and shows signs of melting and char, indicating the fiber was exposed after breakage occurred. The customer's report was confirmed. The root cause of the fiber damage was determined to be excessive bending, possibly due to manufacturing issues or user handling issues (clamping of the fiber), resulting in fiber breakage. The product labeling warns that excessive bending of the fiber can result in the emission of uncontrolled laser energy. The product labeling also warns the user not to attach the fiber to surgical drapes with a crushing clamp. (B)(4).